Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted an ar-1927bcft-45 biocomposite corkscrew with a damaged anchor. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during insertion.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for an ar-1927bcft-45, 4.5 biocomposite ft with tigertail the implant broke. This was detected during a left shoulder rotator cuff repair procedure on (B)(6) 2025. The implant broke as surgeon was lightly grazing the anchor on bone surface to look for the hole. Procedure was successfully completed with no patient harm. The broken implant was removed from the operation site fully intact.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.